Manufacturer narrative:
Service to be completed by 3rd party.

Event description:
The international customer reported the ventilator would not run on ac power and the backup battery could not be charged. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer reported the device power supply was faulty. The customer reported they would find a 3rd party service to repair the device. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.